Event description:
This was a lead extraction case performed in the cath lab to remove 4 leads due to cied system infection. The physician was attempting to remove a previously abandoned ra lead (sjm 1342t, implanted in 1998 and capped/abandoned in 2004). The physician encountered calcification in the svc innominate/svc area. He stopped lasing and began to manually dissect the binding sight with the use of the laser catheter and outer sheath. The blood pressure dropped and the anesthesiologist noticed excess fluid in the pericardium via tee. The CT surgeon was called into the room and a pericardial window and pericardiocentesis to drain the pericardial sack was performed. A chest tube was put into the patient and the procedure was aborted. This report is being filed as an lld was left inside a lead when it was cut and capped.

Manufacturer narrative:
Added weight, relevant tests, relevant history. Corrected concomitant from spectranetics lld to spectranetics lld-ez.

Event description:
This was a lead extraction case performed in the cath lab to remove 4 leads due to cied system infection. The physician was attempting to remove a previously abandoned ra lead (sjm 1342t, implanted in 1998 and capped/abandoned in 2004). The physician encountered calcification in the svc innominate/svc area. He stopped lasing and began to manually dissect the binding sight with the use of the laser catheter and outer sheath. The blood pressure dropped and the anesthesiologist noticed excess fluid in the pericardium via tee. The CT surgeon was called into the room and a pericardial window and pericardiocentesis to drain the pericardial sack was performed. A chest tube was put into the patient and the procedure was aborted. This report is being filed as an lld was left inside the ra lead when it was cut and capped.